Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's lawyer that the customer got hospitalized due to low blood glucose on (B)(6) with unknown blood glucose at the time of the incident. The customer was driving and got over dosed and they crashed their vehicle. The customer sustained a severe brain injury and had been hospitalized for a long time. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a legal report only. The reservoir and set will not be returned for analysis.